Event description:
As reported by the user facility through medwatch: (B)(4), lot #0061229276. Event occurred (B)(6) 2012. During insertion of epidural catheter, after needle placement and threading of catheter, operator (resident) met with resistance and pulled back on catheter w/o removing needle. Catheter sheared off about 8cm into epidural space. Located at t11-t12/l1. Pt informed. Catheter fragment will likely be left in place. Sample will be kept by facility and will not be sent back. Medwatch # (B)(4).

Manufacturer narrative:
There are no other reports of this nature against the reported catalog lot number or evaluated catheter lot. No adverse trends of this nature were identified during the complaint review process for finished good item #332078 or catheter material #s7506145. In a f/u with the facility, the rptr indicated this incident was determined to be resident user error. The pt was being prepared for surgery and the resident was inserting the catheter. The resident put the needle in first and threaded the catheter through. The insertion went well until resistance was met and the resident became concerned. She decided to pull the catheter out. Before withdrawing the catheter, she left the needle in place and then tried to remove the catheter. Eight (8) centimeters of the catheter was noted to be retained in the epidural space. An MRI and x-ray was performed and no further intervention was necessary. The pt was discharged with no further complications. Although a sample was not returned and no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond it design capabilities. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." If the actual sample becomes available, a f/u report will be filed.